Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not mention any information about treatment related to low blood glucose. Customer also stated that blood at site. Customer also stated that sensor had inaccurate readings that triggered threshold suspend alarm. Sensor glucose value that triggered the suspend on low/suspend before low event was 155mg/dl and low limit in sensor settings was 70 mg/dl and blood glucose associated with the triggered suspend event was 40 mg/dl. Insulin delivery was suspended due to sg vs bg difference. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump and sensor will be returned for analysis.